Event description:
The complainant stated that the head hi/low function is drifting down over night. The account has tested the bed and they saw that the emergency trend valve was slow to snap back to the closed position.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses this investigation.